Manufacturer narrative:
H4: the lot was manufactured from april 09, 2020 - april 10, 2020. H10: the device was received for evaluation containing approximately 250 ml of fluid in the bladder and the tubing line was clamped. Visual inspection was performed which observed that the tubing broke off at the junction of the distal luer lock. The portion of the tubing remained inside the solvent-bonded area of the distal luer lock. The reported condition was verified. The cause of the condition was not determined; however, the cause was most likely due to user related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tube of a large volume intermate broke off close to the connection to the luer lock. This issue was identified prior to patient use. There was no patient involvement. No additional information is available.